Manufacturer narrative:
Establishment name: (B)(6) hospital. The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the users event which occurred due to water intrusion in the device. The device evaluation also found the cable part and the head main body is flooded, the head part scope mount operation is heavy, the cable image has flicker and noise, the connector part is cracked and the connector section failed. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility requested a repair for the hd autoclavable camera head due to a communication error. The facility did not confirm when the event was found but there was no harm or user injury reported due to the event. Additional details relating to the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer.

Event description:
Customer confirmed the event occurred during pre-use inspection of the device. The unknown procedure was completed by replacing with another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the indicated phenomenon was reproduced. Cracks and dents have been confirmed on the connector, and a water invasion has occurred. It was found that the electronic circuit was destroyed due to internal water invasion, resulting to a communication error (b30 error). Therefore, it was determined that the connector damage was caused by incorrect reprocessing or by reprocessing or storing this product together with tweezers, forceps, scalpels, etc. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not reprocess or store this product together with tweezers, forceps, scalpels, etc. Doing so may puncture the camera cable and damage the electrical circuits inside the product due to water leakage.¿ olympus will continue to monitor field performance for this device.